Manufacturer narrative:
Eval: retaining ring.

Event description:
It was reported by service report that the stretcher was leaking oil and will not raise up. No pt involvement or adverse consequences are reported.